Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bullectomy. According to the reporter: after first firing, the distally fired staples were caught in the tissue and the device could not be removed. The surgeon grasped the tissue with the forceps and forcibly removed the device, then the tissue was torn and the tissue was excised additionally.